Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, severe vaginal, thigh and pelvic pain and dyspareunia. An excision of trans-obturator sling mesh under general anesthesia was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.